Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , h.6.

Event description:
Healthcare professional additionally reported "ruptured w/ free silicone inside pocket". Device has been explanted and replaced.

Event description:
Devices explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, capsular contracture, and anxiety product/procedure was received on (B)(6) 2021, with lot number 2895943. Visual analysis of the returned device identified, one extended opening and fold creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, one opening crease sharp, stress marks and wear abrasion. Based on the device analysis, the final assessment is: one opening crease sharp in the side radius assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture, baker grade iii." Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange due to patient concern with the product. Device remains implanted.